Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6); reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: investigation results the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of caused not established.

Event description:
It was reported to boston scientific corporation that a microknife xl was prepared for used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat biliary obstruction performed on (B)(6) 2026. During the preparation outside the patient, it was reported that when the product was unpacked and it was noticed that the wire on the handle was fractured and could not be used. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.